Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 504 mg/dl, 453 mg/dl, 202 mg/dl, hi (>600 mg/dl) and 198 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.